Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefore, a total of 13 retained samples were sent for functional tests, out of which 7 showed issues related to the stopper function. No definitive root cause from manufacturing was identified for the reported defect of stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the closure was loose and would not seal upon reapplication on an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the closure was loose and would not seal upon reapplication on an unspecified number of devices. No adverse impact was reported regarding the patient or user.